Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s current blood glucose level was 462 mg/dl at the time of incident and 236 mg/dl at the time of call. Customer was treated with insulin pump. Customer also reported that the insulin pump had beeping and blank display. Customer stated that the display was not blank less than 30 seconds and did not returned. Customer stated that the battery cap was neither damaged nor corroded. Customer stated that stuck in a rewind process. Troubleshooting was performed for blank display. The insulin pump will not be returned for analysis.